Event description:
It was reported that the patient had a syncope event while using gas powered yard equipment. Interrogation of the implantable cardioverter defibrillator (ICD) showed no episodes collected for that day. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5071-35, lead, implanted: (B)(6) 2012. (B)(4).